Event description:
A report was received that the patient's precision system was explanted, due to an infection. The patient is reportedly doing well following explant surgery.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluations as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation of the explanted devices found them to be satisfactory. This is the final report.